Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore and bruise under the front therapy electrode from the lifevest equipment. The patient also reported that the lifevest equipment was heavy. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient that she can remove the lifevest as needed. Follow up indicated that the patient's skin irritation improved.